Event description:
It was reported that after a retrograde intrarenal surgery procedure, before the patient was discharged, the patient experienced a fever. It was indicated that there was no relation between the adverse event and the device itself. The patient was treated with urinary diversion using a double-j stent placed surgically, followed by antibiotics. There were no further patient complications.

Manufacturer narrative:
G1 MFR site country, MFR site zip/post code, MFR site state, MFR site city, MFR site address 1: corrected. The device was not returned for analysis; therefore, no physical analysis of the product could be performed. The reported patient fever is a known risk associated with this type of procedure, and it is noted as such in the device directions for use. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical analysis of the product could be performed. The reported patient fever is a known risk associated with this type of procedure, and it is noted as such in the device directions for use. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after a retrograde intrarenal surgery procedure, before the patient was discharged, the patient experienced a fever. It was indicated that there was no relation between the adverse event and the device itself. There were no further patient complications.

Event description:
It was reported that after a retrograde intrarenal surgery procedure, before the patient was discharged, the patient experienced a fever. It was indicated that there was no relation between the adverse event and the device itself. There were no further patient complications.